Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched coils were confirmed. The shaping ribbon was separated. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that, via radial access, one balance middle weight (bmw) guide wire successfully crossed the heavily calcified and moderately tortuous target lesion in the mid right coronary artery. Several non-abbott dilatation balloons were unable to dilate the lesion and one non-abbott stent delivery system was unable to cross the target lesion. A second bmw was placed to stabilize the vessel and the target lesion was successfully treated. The two bmws were removed from the anatomy and it was noted that one bmw was kinked and the other bmw tip coils were unwound and heavily damaged, but reportedly remained in one piece. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.